Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The reporter stated that a patient was admitted to floor from the emergency department (ed) and was being infused cefepime antibiotic set to run at 4.5 ml for 30 minutes, followed by maintenance fluids, however, the infusion took over 2 hours to complete. There was patient involvement, however, no harm was reported as a consequence of this event.